Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, the device was found to be underweight, brown particles, crease fold, and wear abrasion. A microscopic analysis was performed which identified a sharp(edge) opening and with non-penetrating nicks assessed as a surgical impact opening. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp(edge) opening with non-penetrating nicks due to surgical impact, and non-penetrating nicks. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "contracture", baker grade unknown. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture and "area of thickening... Along the right implant capsule.". Device remains implanted.